Manufacturer narrative:
A product investigation is in progress.

Event description:
String pulled out of cotton core of tampon [device breakage]. Case narrative: consumer reported via phone that entire string pulled out of the cotton core. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on june 29, 2022. An investigation is in progress for returned product received on july 8, 2022.

Event description:
String pulled out of cotton core of tampon [device breakage]. Case narrative: consumer reported via phone that entire string pulled out of the cotton core. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String pulled out of cotton core of tampon [device breakage]. Case narrative: consumer reported via phone that entire string pulled out of the cotton core. No injury reported.

Event description:
String pulled out of cotton core of tampon [device breakage] case narrative: consumer reported via phone that entire string pulled out of the cotton core. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.